Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test, and displacement accuracy test. Unit was successfully downloaded using thus. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed 11.3 units of normal bolus was delivered on 07/19/2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay and scratched case. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 490 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen, and an insulin pump (subcutaneous insulin infusion). The customer stated that the cause of the hyperglycemia episode was unknown, and the treatment for hyperglycemia was done with a manual injection of bolusing using the pump. The event involved products mmt-332a, mmt-1715kl, and mmt-397a. The customer was using the insulin pump system within 48 hours of the reported event and the auto mode feature was not active. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1715kl. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.